Manufacturer narrative:
Unit passed the delivery accuracy test with 0.08760 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system, and excessive no delivery alarm test. No unexpected no delivery alarms noted during testing. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and scratched case.

Event description:
Customer's mother reported via phone call that her daughter was hospitalized due to diabetes ketoacidosis and a high blood glucose as well as the insulin pump received no delivery alarm. The customer blood glucose level was 500 mg/dl. Customer also stated that the insulin pump received a no delivery alarm. Customer stated that they tried all the remedies for no delivery. Troubleshooting was performed for no delivery and it observed that no delivery was reoccurring. The customer declined troubleshooting for high blood glucose and for no delivery alarm. The product will return for analysis.